Event description:
It was reported that in-stent restenosis occurred. In july 2009, an unspecified size taxus liberte was implanted in the proximal right coronary artery (rca). In (B)(6) 2013, the patient presented due to coronary restenosis and was hospitalized on the same day. Subsequently, percutaneous coronary intervention was performed. The 3.19 x 18.8 mm, 57% stenosed target lesion was an in-stent restenosis of the previously implanted stent located in the proximal rca, with timi flow 3. The lesion was treated with plain old balloon angioplasty (poba) treatment procedure. Following post-dilation, residual stenosis was 33% with 3.67 mm diameter and timi flow 3.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).